Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the right atrial (ra) lead exhibited dislodgement, high thresholds, loss of capture and unders ensing. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.